Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) procedure with a navistar ds catheter and it would not undeflect. The curve of the catheter was seemingly stuck in a fully deflected position. The knob could still be turned. However, the catheter tip did not respond. The catheter was replaced and the procedure continued. There was no difficulty removing the catheter from the patient. There was no ring or other physical damage observed at the distal end of the catheter that was communicated to the biosense webster, inc. Field representative. The sheath information was not known. The procedure was completed with no patient consequence. This event has been assessed as a reportable malfunction. If the curve is stuck in deflected position, then this could potentially cause vessel or cardiac structure damage.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial flutter (afl) procedure with a navistar ds catheter and it would not undeflect. The curve of the catheter was seemingly stuck in a fully deflected position. The knob could still be turned. However, the catheter tip did not respond. The catheter was replaced and the procedure continued. There was no difficulty removing the catheter from the patient. There was no ring or other physical damage observed at the distal end of the catheter that was communicated to the biosense webster, inc. Field representative. The sheath information was not known. The procedure was completed with no patient consequence. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Then per the event, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
This 3500a supplemental report is for a correction of the lot #.originally the lot number was reported as unknown. However, the lot number of 17595752m was obtained during the biosense webster, inc. Analysis. Therefore, the manufactured date, expiration date, UDI # and DHR have been provided. Therefore, expiration date, manufactured date and UDI # have been populated. The device history record (DHR) for the lot number 17595752m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(6) 2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).